Manufacturer narrative:
Field service engineer (fse) went on site to investigate customer report that they were getting a `no camera detected' message during fluoro. Fse was unable to duplicate the message during fluoro. As a preventive measure, fse reloaded the fpag0 drivers for the iapdb board and rebooted the infimed. Fse then verified proper operation according to service checklist (B)(4), and returned the unit to the customer for service.

Event description:
Customer reports male patient (age unknown), was undergoing a urology procedure for stent placement when the system fluoro failed showing a no camera detected message. Physician completed the procedure using endoscopy. No reported injury.